Event description:
It was reported that the user experienced a hypoglycemic event after an extended hyperglycemic period during which the ilet delivered multiple corrective doses; the lowest reported glucose was 52 mg/dl with a subsequent rebound high that the device later corrected, and the event was managed with oral glucose. Symptoms included hypoglycemia with shaking/tremors and malaise. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to attribute a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.